Event description:
It was reported that the unspecified bd¿ secondary infusion set had a check valve malfunction and flow issues during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: event: 2 rns at chair side double checking mogamulizumab, when rn unclamped/pressed start the secondary tubing noted to be free flowing, immediately stopped. New secondary tubing got, new channel programmed, same thing happened again, 2 rns still at chair side. New primary tubing used, with new primary tubing, no free flowing issue noted. New pump and channel was switched out approx. 5 min after no free flowing issue noted. What was the date and time of event? (B)(6) 2020 at 1145. Did this event occur during patient use? Yes.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that there were two consecutive issues with secondary tubing sets were free flowing was noted. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that there were two consecutive issues with secondary tubing sets were free flowing was noted. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ secondary infusion set had a check valve malfunction and flow issues during use. This complaint was created to capture the 2nd of 2 related incidents. 2 rns at chair side double checking mogamulizumab, when rn unclamped/pressed start the secondary tubing noted to be free flowing, immediately stopped. New secondary tubing got, new channel programmed, same thing happened again, 2 rns still at chair side. New primary tubing used, with new primary tubing, no free flowing issue noted. New pump and channel was switched out approx. 5 min after no free flowing issue noted. What was the date and time of event? (B)(6) 2020, 1145. Did this event occur during patient use? Yes.